Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the affiliate that the 511sd torcar can not be armed. The red activator button jumps back into original position. Another trocar was used to complete the case. There was no consequence to the pt.